Event description:
The customer reported that the system gave errors and locked up. There was no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 5 volt power supply was adjusted. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.